Manufacturer narrative:
Evaluation: results - an injector lot number search was performed and four similar complaints found. A cartridge lot number search was performed and one similar complaint found.

Event description:
The reporter stated the surgeon attempted to insert a competitor's lens and the lens was damaged by the msi-tm injector. The damage was noted when the cartridge was being loaded into the injector. There was no pt contact or injury. Another same type lens was implanted.